Manufacturer narrative:
The information submitted reflects all relevant data received. If additional relevant information is received, a supplemental report will be submitted.

Event description:
It was reported that there was far field r wave oversensing. The caller stated that the atrial lead "must be programmed in unipolar because its not functioning in bipolar". The lead remains in use. No patient complications have been reported as a result of this event.